Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the actual lead was not returned but we did review performance data. A 1-lead failure predictor high rate non-sustained = 215 msec average v-cycle on (B)(4)-2012.

Event description:
It was reported that the right ventricular (rv) lead appeared to have intermittent undersensing of the r-waves. The lower rate was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.